Manufacturer narrative:
S/w 2.5b pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the plastic rim on the reservoir chamber was cracked off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.